Manufacturer narrative:
(B)(4). Physio-control evaluated the device and did verify the observed depleted hlc levels; however, after further investigation, it appears that the depletion was due to excessive on-time.  The device appeared to have 11.8 hours of on-time.  During testing, the device was able to charge and deliver defibrillation therapy during testing.

Event description:
The customer initially reported to physio-control that the service wrench was illuminated on their device. After an evaluation of the device, it was observed that the internal hlc batteries had depleted to "0", which is an indication that the device may not have sufficient power available to deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.